Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-17333 for the patient¿s other issue information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, at ¿about the 2 year mark¿ of getting the implant, the patient started feeling the stimulation in the wrong location. It was clarified that they felt the stimulation ¿going her leg and up her back¿. They stated that they could not control the location of the stimulation and should have felt it by their ¿left labia¿ but instead felt it in the ¿belt area¿ of their back. The stimulation was ¿going up instead of down¿. The patient indicated that it seemed like the stimulation would be in the "right direction" for no more than "12-24 hours" and stated that it "didn't feel good" because it was in the wrong location. The patient stated that since they were not able to direct the ¿route of stimulation¿, it was recommended by their healthcare professional (hcp) to turn the stimulation off. Since turning the stimulation off, the patient confirmed they no longer felt it. It was noted that the patient was working with the hcp to discuss explanting the device. There were no further complications reported or anticipated.